Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fridge failure. The customer reported that the fridge was not connecting to the pyxis. User was able to get the meds from another station. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not connected to the station. A field service engineer confirmed that the customer had resolved the issue. The system functioned as intended after the customer resolved the issue.